Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) and the patient with this implantable cardioverter defibrillator (ICD) decided to discontinue use of the device and allow the battery to deplete naturally. The device subsequently reached battery capacity depletion (bcd) and began generating audible beeping alerts. The hcp later reprogrammed the device to restrict monitoring to a specific day and disabled tachy therapy. Technical services (ts) provided guidance regarding the audible alerts associated with the bcd status. To date, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that an agreement had previously been established between the patient and the physician to program the device to monitor only. At the follow up visit, the device battery was identified as depleted, and the patient, in agreement with the physician, requested that the device be reprogrammed from monitor only to off. As a result, all device detection and therapies are currently disabled, and the battery remains depleted. There are no additional updates available regarding the patient at this time.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) and the patient with this implantable cardioverter defibrillator (ICD) decided to discontinue use of the device and allow the battery to deplete naturally. The device subsequently reached battery capacity depletion (bcd) and began generating audible beeping alerts. The hcp later reprogrammed the device to restrict monitoring to a specific day and disabled tachy therapy. Technical services (ts) provided guidance regarding the audible alerts associated with the bcd status. To date, this ICD remains in service. No adverse patient effects were reported.